Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile meter, compared to a professional meter, within 10 minutes: 6.5 mmol/l (mobile meter) and 4.0 mmol/l and 2.7 mmol/l (hospital meter). No adverse event reported. Return of the suspect device was requested for evaluation.